Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and another manufacture's right ventricular (rv) lead was in the hospital after experiencing a syncopal episode. Device interrogation revealed that a lead safety switch had been tripped due to an out of range impedance measurement. The rv lead pacing threshold was noted to be high. The patient was referred to an electrophysiologist for further system evaluation. There were no additional adverse patient effects. The device remains in service.